Event description:
Pt reports took injection on wednesday at the dr's office, and then she got sick on friday. States that she lost consciousness and she fell. She went to the ER, where they did a CT scan and MRI, but were unable to identify a cause. She will make sure her dr is aware and she is due for the next shot next wednesday. Frequency: other, route: intra-articular. Dates of use: (B)(6) 2018 - present. Diagnosis or reason for use: osteoarthritis. Is the product compounded? No. Is the product over-the-counter? No.